Event description:
It was reported the unit would stop ventilating and restarted. No injury reported.

Manufacturer narrative:
The device log file was analyzed for the reported time in question. No entries were found being in context with the reported stop of ventilation. Reportedly no error messages were posted when the symptom occurred. After the event the device was tested and confirmed to be operating per manufacture's specification. Based on the available information and the log analysis it was not possible to comprehend the reported event and finally a root cause could not be determined. In case the fabius shuts down automatic ventilation, the device will generate an audible alarm and a visible alarm message "ventilator fail". In this case the user can switch to manual ventilation as described in the instructions for use. Monitoring is still functional. It can be concluded that no indications for a device failure were found. The device was returned to use without further problems reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported the unit would stop ventilating and restarted. No injury reported.

Manufacturer narrative:
Investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported the unit would stop ventilating and restarted. No injury reported.